Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. A review of the device's event history log confirmed the reported complaint. The latch/lock sensor was preventatively replaced to fix the issue.

Event description:
It was reported that the pump does not recognize the cassette. There was no patient involvement.